Manufacturer narrative:
Additional information: b5, d9, h3, h6 (update codes), h11. B5: clarification added: system error 21505 (occlusion sensor drift failure). H11: the device was received for evaluation. A review of the event history log identified multiple 'occlusion sensor drift failure' messages. The pump was powered on and an infusion ran with no discrepancies. A fluid delivery test was performed with no issues noted; the system error 21505 was not reproduced during testing. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr pump alarmed system error 21505 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.